Event description:
Laparoscopic cholecystectomy being performed. There appeared to be bile leakage so dr converted to open procedure. Found linear laceration in a longitudinal direction at the site of the cystic duct and the common duct junctive which required surgical repair. Prolonged surgical procedure (6 3/4 hr.), prolonged hospitalization. Multiple devices used during laparoscopic procedure. Ref# 1011222,223,224,225,226,227.